Manufacturer narrative:
Estimated event date. Concomitant products: product ID: 37602, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2015, product type: implantable neurostimulator. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient implanted with a neurostimulator (ins) for essential tremor and movement disorders reported via a manufacturer representative (rep) that they experience a jolt, loss of efficiency, tremor returns and they cannot eat or drink. It was indicated that it did not feel like stimulation was turned off. The return of symptoms occurs more in the right hand. The issue was described as happening suddenly and coming back suddenly within seconds and happens no matter what the patient is doing. It was noted the patient did not check their therapy state with their programmer. No further complications are anticipated.